Event description:
A malfunction alarm with malfunction code 12 was reported by the customer, with no significant events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. The customer received guidance from technical support on how to reset the pump, and the issue did not recur after the reset. The customer was instructed to continue using the pump and to contact technical support if the malfunction code appeared again.